Manufacturer narrative:
X-rays were reviewed and no screw was used at the bone fracture site, which is also at the plate failure site (most proximal slot) as is recommended.

Event description:
Surgery to repair fractured elbow used pl-leo11 plate and was implanted in 2007. Plate broke across most proximal slot sometime between 2007, and 2008.